Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided (customer¿s normal range is 13.8-17.5 ng/l):sample ID (B)(6) initial result, on (B)(6) 2024, was 149.9, repeat was 16.8 ng/l. The patient was redrawn, under sample ID (B)(6), and the result was 23.7, repeat was 17.0 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, device history records, and return sample testing. Historical performance of reagent lot 61522ud00 was evaluated using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Testing performed on the returned patient sample indicates there was no heterophilic interference in the sample. The neat result of 17.7 pg/ml obtained for the returned sample is similar to the customer¿s repeat result for the sample. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I, lot number 61522ud00, was identified.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided (customer¿s normal range is 13.8-17.5 ng/l): sample ID (B)(6) initial result, on (B)(6) 2024, was 149.9, repeat was 16.8 ng/l. The patient was redrawn, under sample ID (B)(6), and the result was 23.7, repeat was 17.0 ng/l. There was no impact to patient management reported.